Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of bradycardia and hypotension are known observed and potential patient effects as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that during the procedure in the moderately calcified right internal carotid artery a 7x10x40 rx acculink stent was implanted for treatment of a 80% de novo lesion. Pre-existing bradycardia (heart rate 49) worsened (heart rate 30's and 40's) same day post procedure. Norepinephrine was administered. A pacemaker was implanted on (B)(6) 2013. Post pacemaker implant, the patient's heart rate was in the 60's. The condition was resolved on (B)(6) 2013. Additionally, post index procedure same day, hypotension was diagnosed during index hospitalization. Norepinephrine was administered and the condition resolved without sequela one day post procedure ((B)(6) 2013). The patient was discharged to home on (B)(6) 2013. No additional information was provided.